Manufacturer narrative:
Concomitant medical products: 4193-88 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission shows a lead impedance warning on the right ventricular (rv) lead. A follow up with the patient¿s healthcare provider yielded that the patient was seen by the physician and the lead was interrogated showing a low lead impedance. The physician continues to monitor the lead. The lead remains in use. No patient complications have been reported as a result of this event.